Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that there was a return of incontinence on (B)(6) 2016. Reprogramming was performed on (B)(6) 2016 and the issue resolved. Medical history included idiopathic functional urinary incontinence since 2003. The event was assessed as not serious, not related to the procedure, and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.